Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient reported that since a couple of weeks now, the patient had not been feeling their stimulator working. The patient had the voice assistant activated on their handset and it was difficult to navigate through the handset. Agent walked patient through turning the voice assistant off. Patient tried to access their therapy application and got a service code 336. Agent asked patient to charge their ins. Patient started charging their ins and accessed their recharger application. Patient confirmed that the neurostimulator was at 50% and recharging with excellent connection. Agent walked patient through getting back to the therapy application. Patient was able to turn the therapy on this time and was able to adjust their intensity to a comfortable level. Patient stated they were in pain for quite some time and met with their hcp last july 3rd about this and they were told to contact pats. Agent asked patient to start charging their ins again and patient confirmed that they were charging their ins with excellent connection. Agent reviewed with patient that they should monitor the issue and if they feel like the stimulation turned off again, they will need to reach out to their hcp. Patient mentioned that if they knew that it was this hard to charge the ins they would have opted for the non- rechargeable ins instead.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they wanted to know how to get their stimulation to vibrate again, and confirmed all equipment was charged. Patient stopped feeling the vibration they were used to a couple days ago. Agent walked patient through connecting their handset and communicator to their implanted neurostimulator through the mystim app. Patient was on group a with neurosense active. Patient turned intensity up to 5.7 and said they started to feel vibration, and wondered if they should stay there or adjust further; agent reviewed as long as they were comfortable, they can leave it or adjust further. Patient mentioned they were new to the therapy and needed it to work as intended. Patient said they wished they had a short class about the use of the equipment. Agent reviewed they do not need to keep the phone on to have therapy remain on. The issue was resolved. Agent explained if the patient ever felt like therapy was not working as expected, they should contact their hcp and request a reprogramming appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.